Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) defibrillator 2008 (B)(6); 1782tc st. Jude implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that there was right ventricular low r-waves and intermittent t-wave oversensing. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.